Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to low blood glucose. The customer's blood glucose at the time of admission was 28 mg/dl. The customer explained that the insulin pump had been alarming but she was unable to hear it while sleeping. The customer explained that this was the perceived cause of the low blood glucose. The customer explained that she was sleeping while screaming and that her housemates could not wake her up. The housemates subsequently called the paramedics. The customer was treated with juice. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.